Event description:
The threaded 4-40 stud is missing from handpiece. The hole is empty where the stud should be and no broken piece is visible. The customer did not have any other information about when problem occurred or what type or procedure it was involved in. No patient consequence reported.